Event description:
Baclofen pump was placed at another hospital a few years ago. The indwelling pump had a catheter occlusion (based upon testing) and the pump was near the end of battery life. The patient was complaining of increased pain related to the device malfunction. The device was explanted and a new system was implanted.